Manufacturer narrative:
The complaint from (B)(6) stated "completely peeling off of a pouch seal was found during inventory inspection at (B)(4). Pouch seal was completely open partially, so sterility was compromised." The product box was intact and the actual product had no damage. There were no anomalies except for this failure. The product was not distributed to a hospital. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. As reported: because firestar is sold on consignment in (B)(6), every fire star is inspected before each shipping. During the investigation, it was noted that the products were actually expired. Additional information from (B)(4) when asked why these expired products were being inspected indicates that it is possible the products were handled in a manner that may have contributed to the pouch seal opening. One non-sterile firestar 2.0/20mm was received in its original package on september 24, 2010. The cordis seal was open on the top section of the pouch; there was evidence of transfer material on this seal. One of the three supplier seals was found reduced (thin) from the inside out in the mid section; there was evidence of transfer material in the reduced portion of this seal. No damage was observed on the balloon catheter. Pull testing was done on the cordis seal section of the pouch and it was found with specification. The width of the cordis seal was measured and found within specification, as well. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer for "compromised sterility" was confirmed since one seal of the pouch was open. The cause of this failure could not be conclusively determined. There is no evidence that the issue is manufacturing related, since the film shows material transfer in the side where the pouch was open, also the pull test performed on the seal is within specifications; therefore, no actions will be taken for this issue. Thinning of the seal was also noted on this returned device, actions are already open to implement corrective actions for that issue.

Event description:
The inner sterile pouch containing the product was found to be open on one side during inventory inspection at (B)(4) prior to shipment out to a customer. The sterility of the product was compromised by this open pouch. The product box was intact and the actual product had no damage. There were no other anomalies except for this failure. The product was not clinically used, and was handled per the usual consignment procedure. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.